Event description:
Boston scientific crm received information that this right atrial lead dislodged. As a result, the lead was successfully repositioned. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.